Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 18mm amplatzer septal occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. The defect measured 17mm. Sizing was determined using a sizing balloon in conjunction with transesophageal echocardiography (tee) and fluoroscopy. During implant, position and adherence to the defect margins were confirmed; stability check was performed and no leakage was observed. The device was released. However, during final release, "which occurred somewhat rapidly," the occluder popped up and embolized to the left atrium. The embolized device did not cause any blockage. The user alleged that the cause of device embolization was due to the release action and tensioning in the delivery system. Percutaneous retrieval via groin access vascular snare was successful and the occluder was removed. A new 20mm amplatzer septal occluder was successfully implanted as a replacement. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determined the cause for the reported device embolization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.